Event description:
It has been reported that there was a hole in the inner sterile package which allowed the cement powder to leak out. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The following section has been updated : b5, g4, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. The product was returned but we could not retrieved it so the product analysis can't be performed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin revision 1x40g, reference 3011630001, lot number a450al1502 were manufactured on 07 july 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for refobacin revision 1x40g, batch a450al1502 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that there was a hole in the inner sterile package which allowed the cement powder to leak out.